Event description:
It is reported that the screw fractured during surgery and remains in the patient's body. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: without additional information a cause for the screw fracture cannot be determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the compliant will be reopened. Zimmer, inc. Considers the investigation closed.